Event description:
Additional information received reported that the patient was still having concerns.

Event description:
Follow up information received from the healthcare professional reported that the cause of the event was unknown. It was noted that the manufacturer's representative was able to meet with the patient and adjust the settings on the implantable neurostimulator (ins) to provide therapy coverage. No hospitalization was required for the issue. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported there were coupling and or communication issues. It was noted ever since the patient had received a replacement antenna from repairs they had trouble communicating. The patient tried to recharge several times since then and had not been able to keep communication. It was noted on the patient's most recent attempt to charge the patient had 3-4 coupling bars and recharged for 5-6 hours. It was noted the patient lost their connection at that time. The patient had lost their stimulation sensation the day of report. It was confirmed the patient felt the reset button give for programmer but the patient still had poor communication. When the patient used antenna locate they got a wide variation of numbers ranging from the high 30's to 80's. Patient still had poor communication screen after the antenna locate feature was used. There was no power on reset (por) noted. The same day it was reported while the patient had been sitting with the recharger on they saw the 'charge complete' icon. It was later noted the patient was seeing the charge complete icon for their recharger and was thinking it was for the implantable neurostimulator (ins). The same day the representative spoke with the patient and the patient noted their charger was working. Representative noted they would see the patient in the clinic but no date was given. A little over a week later it was reported the patient was charging more than expected. Impedances were checked at 3 volts and almost all combinations with 14 had impedances over 40,000 ohms. The recharging interval was three days from full ins to empty. A couple days later it was reported the recharger would intermittently communicate with the implant. It was noted the patient had this issue since christmas time. It was noted when antenna locate feature is run without the patient moving the antenna scales erratically jump on their own from very low to mid high values but will not stay. Follow up reported the recharging frequency matched the patient's settings. The patient had been trained and was able to demonstrate effective recharging. There were no diagnostics performed. There were no malfunctions seen or a cause of issue determined. It was noted the patient received a new recharger and the patient was able to charge. The patient's therapy effectiveness was average.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v088276, implanted: (B)(6) 2008, product type lead; product ID 3888-45, lot# v111114, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot# v086184, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v049416, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).